Manufacturer narrative:
The elite unit was returned for evaluation. Device evaluation found chiller tank to be cracked. The reported issue was confirmed.

Event description:
Allergan aesthetics received a report of a customer who received their coolsculpting elite unit and noted leakage when coolant was added. No patient involvement. Upon investigation, a cracked chiller tank was noted. Resolution of the issue: replaced coolsculpting elite unit with a new chiller tank.